Manufacturer narrative:
A review of lot c712 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for tubing leaks. The assessment is based on info available at the time of investigation. No product returned for investigation, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4).

Event description:
Customer called and reported at start of buffy coat collection in cycle 1 the patient noticed a fluid at the position of the hct cuvettte. The patient alarmed customer and customer aborted treatment. Responsible physician decide to give back the volume from the kit to the patient by manual return. Customer has inspected the kit and could not see the leak. Kit was discarded. Patient was in stable condition and was treated in a new treatment with 5 cycles. Customer did not return product for investigation.